Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). MRI tech reports the "ins is dead and doesn't work, doesn't charge." No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt said they got a letter about their original call and has tried to call medtronic but hasn't been able to get through. Pt says their MRI was cancelled but still wants to get their scs working, as they have bad neuropathy on their legs and feet. Pt is trying to get a dr to replace the battery but they are asking for a referral. Asked to clarify if the pt wants to jump start their ins or get it replaced and then realized they are already in eos at this point. Pt will follow up with their primary care doctor so they can send a referral. Pt has an appointment with dr next week and will follow up with them as well.